Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU), with a bg level of over 800 mg/dl. Customer attempted to address the elevated blood glucose (bg) level by administering a correction bolus via the pump and manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on 5/30/23 with no permanent damage. Multiple follow up attempts were made by tandem clinical support, however, no response was received from the customer. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.